Event description:
It was reported the radiopaque marker moved from its original site during an undetermined procedure. No pt complications resulted from this event. This device has not been rec'd for evaluation. Therefore, no failure analysis is available. Co's attempts to get further details regarding the circumstances of this event have been unsuccessful. Without evaluating this device and without further details about the event co is unable to determine the exact cause for this event.